Event description:
(B)(6) states that the brakes are not holding, the wheels are falling apart, the end-user states that his chair needs serviced. He was calling in because he is afraid his friend is going to get hurt as she is still using the chair. She has been using it since 2004.